Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg, an unspecified number of tubes had issues with hemolysis. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, an unspecified number of tubes had issues with hemolysis. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5: describe event or problem: it was reported that during use with the bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, an unspecified number of tubes had issues with hemolysis. There was no report of patient impact. D1: medical device brand name: bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg d4: medical device catalog #: 367921; batch expiration date: 31-mar-2025; medical device lot #: 3348899; unique identifier (UDI) # (B)(4). G4: PMA/510(k)# k231237. H4: batch creation date: 14-dec-2023. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated and no issues were observed relating to hemolysis as all samples met specifications. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.